Manufacturer narrative:
Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment inside the patient occurred. Vascular access was obtained via the left femoral artery. The 75% stenosed, 30x3.0mm, eccentric, de novo target lesion containing a lesion bend of between >45 and <90 degrees was located in the non-tortuous and severely calcified right coronary artery (rca). Pre-dilatation was performed with a 2.5x15 nc emerge balloon catheter resulting to 40% residual stenosis. Subsequently, a 2.75 x 20 synergy&#10244;rug-eluting stent was advanced but failed to cross the lesion. The device was removed and a 6f non-bsc guide extension catheter was advanced. The 2.75 x 20 synergy&#10244;rug-eluting stent was advanced again but still failed to cross the lesion. When the physician attempted to remove the device, the stent dislodged from the stent delivery system before it could enter the 6f non-bsc guide extension catheter. A small balloon was then advanced and inflated over the stent, and the stent was removed from the artery. The device was completely removed from the patient's body and the procedure was completed with a 2.75x18mm non-bsc stent. No patient complications were reported and the patient's status was stable.